Manufacturer narrative:
The probable cause of the bearing coming out of the device was attributed to a missing boot. This missing component allowed the broken bearing pieces to fall out of the handpiece.

Event description:
It was reported that the bearings of a micro sagittal saw came out of the device during a procedure. No further info was provided by the user facility regarding the event.